Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg at 958.17016 mcg/day), bupivacaine (16.2 mg at 7.76118 mg/day) and hydromorphone (1.7 mg at .81444 mg/day) via an implantable infusion pump. It was reported that there was a reservoir volume discrepancy. The expected reservoir volume was 3 ml and the actual reservoir volume was 16 ml. No symptoms were reported. It was noted that a catheter dye study would be performed on (B)(6) 2020. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the results of the dye study were not available as the dye study was planned for (B)(6) 2020. The cause of the volume discrepancy was unknown at this time. No actions were currently taken. The outcome of the event was ongoing. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found a failed lab dispense test above specification. H3: the catheter was returned, and analysis observed a kink in the catheter body and found damage to the transition tube. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# -(B)(6) implanted: 2014-(B)(6) explanted: product type catheter product ID 8781 lot# serial# -(B)(6) implanted: 2014--(B)(6) explanted:2020-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-(B)(6). It was reported that the pump was replaced and the pump-side catheter was revised on 2020-(B)(6) and the event was considered resolved without sequelae on that date. During the procedure, a kink was visible as the catheter exited the collet.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the patient experienced pain and withdrawal symptoms when being weaned in prep for surgery. It was noted that there were volumes that were off at refills. The following volumes were noted: (B)(6) 2020 3.2ml were expected and 6ml were aspirated; (B)(6) 2020 3.2ml were expected and 12ml were aspirated; (B)(6) 2020: 2.6ml were expected and 11.5ml were aspirated, and on (B)(6) 2020 34.9ml were expected and 37ml were aspirated. It was noted that the patient's chief complaint during a pump refill on (B)(6) 2020 was lower back pain. The patient's pain was at 5/10 and was described as burning, shooting, stabbing, and sharp. The patient denied changes in pain since their last visit. The pump was filled over approximately one minute. Upon completion of the fill, the needle was removed and direct pressure was applied to the puncture site. The area was cleansed and a band-aid was applied to the puncture site. The pump was electronically analyzed and programmed, and all calculations were verified by a nurse. The patient was discharged in a stable condition. The battery longevity of the pump was 14 months and pump replacement was recommended. The patient was stable with their current pump doses and felt that it was working. The patient stated that they had "no back as long as I use my walker." Other diagnoses include "other spondylosis with radiculopathy in the lumbosacral region, and postlaminectomy syndrome, not elsewhere classified. It was noted that at the replacement surgery on (B)(6) 2020, the catheter could not be aspirated. The hcp got to the midline incision and noted there was a band in the collet as a catheter exited and entered the collet. When the collet was cut off and removed, cerebrospinal fluid (csf) was flowing freely from the catheter. A new pump segment/collet were implanted along with a new pump and the issue was considered resolved. Concomitant medications included allopurinol, aspirin, atorvastatin, calcitiol, centrum silver for men, fibercon, furosemide, gabapendin, humalog, klor-con, lantus solostar, levemir, lorazapam, metformin, metoprolol, miralax, neurontin, and nitroglycerin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781,serial# (B)(6), implanted: (B)(6) 2014, product type catheter product ID 8781, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the device diagnosis was catheter occlusion. On (B)(6) 2020, the patient reported good relief and was waiting on replacement.

Manufacturer narrative:
Continuation of d11: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2014, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 a volume discrepancy was noted. A catheter dye study (cds) was performed on (B)(6) 2020 and failed (catheter access port could not be aspirated). It was noted that the patient was doing well, has good pain relief, and denied withdrawals. The patient wanted to wait on surgery. Emr was 14 months. No further complications were reported.